Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bolus feature on the insulin pump is unable to stop. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer cannot suspend the pump and the pump does not give the option to stop the bolus. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage on the force sensor resistor, moisture damage was found on all electronic assemblies also, with intermittent motor error alarms during rewind due to corroded motor home switch noted. The insulin pump delivered a manual bolus and suspended; the suspend feature functioned properly and no suspend anomalies were noted during our testing. No unexpected message alerts or alarms during our testing. The insulin pump passed pump self-test, off no power test, a21 error test, displacement test, rewind test and basic occlusion test. The stop idle current test and run current test were in specification. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, broken battery tube threads and broken belt clip slot.